Event description:
The balloon of this device was used to expand another MFR's coronary stent. It is reported that the balloon burst while expanding this stent. There has been no claim of injury related to this event.